Manufacturer narrative:
One device was returned with complaint that the device was not occluding and kept running during testing. No applicable service history found. No relevant events were found in event history. Visual and functional testing was performed. Complaint of ¿not occluding¿ confirmed with visual inspection and functional testing. Device failed occlusion test due to defective downstream occlusion (dso) sensor.

Event description:
It was reported that the device was not occluding and kept running during testing. There was no patient involvement.